Event description:
It was reported that alarm 29 and alarm 30 occurred. The customer's blood glucose level ranged from 342-451 mg/dl. Subsequently, a malfunction occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.